Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 147 mg/dl at the time of incident. The customer reported the insulin pump died. The customer states error message and all settings were erased. The customer did troubleshoot the issues and was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.